Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown hip femoral head; unknown hip acetabular liner; unknown hip acetabular cup; unknown hip femoral stem. Initial reporter occupation: non-healthcare professional: attorney.

Event description:
Pinnacle poly and ceramic litigation received. Litigation alleges abnormal position of the cup, protrusio acetabuli with medial wall fracture, pain, dislocation of cup into the pelvis, loosening of the cup, instability, and development of clostridium difficile colitis. A complex revision requiring bone grafting and proper placement of the protrusio cage. It also alleges that the patient was suicidal and tendency to self harm. Doi: (B)(6) 2017; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.